Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display, during dwell 5. The home patient (hp) was connected to the hc, but stated they were not currently near the machine. The hp stated they cycled the power to clear the alarm. The hp disconnected from the machine and removed the cassette. The hp stated they did not notice any leaks during setup. The hp was unable to verify if any unused supply clamps were open. The hp will notify their nurse of the missed therapy. The error cleared and the hp ended therapy. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.